Event description:
Upon the receipt of the device, the user reported that the heart lung machine (hlm) was running on battery power even when plugged into alternating current (ac) power. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, upon testing the hlm they noticed that the alarm for battery mode was always present even when connected to ac power, and the light emitting diode (led) on the base was flashing even when the base switch was turned off. The unit indicated it was in 'battery backup' mode. The power manager board (pmb) was tested and confirmed to be deficient. The pmb was replaced and the unit then worked normally.

Manufacturer narrative:
Updated blocks: d9, h3 and h6 during laboratory analysis, the product surveillance technician (pst) installed the power manager board into lab use only (luo) testing equipment. He observed the board to have a burnt electrical smell and the battery connection sparked when connecting the board to the testing equipment. He observed that the heart lung machine (hlm) platform powered on battery power even though it was connected to alternating current (ac) power and the power switch was off. He also noted in the logs a 'can controller issued ewrn error (49)' and 'message type: 7' which was an indication a pump or module attempted to send a message on the controller area network (can) bus but could not. No anomalies were found during microscopic evaluation. The power manager board was determined to not operate to specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.